Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot 355401 and lot 362568a did not uncover any relevant non-conformances. Both lots meet release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported lot to lot variability when testing two different lots of inratio strips. Date: (B)(6) 2015, inratio (362568a): 1.2, 5.2, inratio (355401): 4.2. Patient self tester's therapeutic range: 2.5-3.5. On monday (B)(6) 2015 patient self tester's inratio inr with lot 362568a was 5.4. Patient was instructed to hold her dose of coumadin on monday and to take 2.5mg tuesday (B)(6) 2015, 7.5mg wednesday (B)(6) 2015, 7.5mg thursday (B)(6) 2015 and to test the inr again on (B)(6) 2015 for further dosing instructions (unknown). Her normal dose is 7.5mg.